Event description:
It was reported that during an unknown procedure the clip did not advance fully into the jaws of the device. Unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Double feed. The analysis results of the (B)(4) device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, five clips conforming according to our manufacturing specifications were fed and then, a double fed incident was noted causing pear shaped clips. It could not be determined what may have caused the found feeding incident. In addition, it should be noted that an investigation has been initiated to address the potential root cause of the opening issues; however, this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.